Event description:
Implant didn't achieve osseointegration, implant wasn't completely covered with bone, no thread tap used, smoker, complication in site preparation, immediate implantation, infection, inflammation ((B)(6) are same patient).

Event description:
Implant didn't achieve osseointegration, implant wasn't completely covered with bone, no thread tap used, smoker, complication in site preparation, immediate implantation, infection, inflammation ((B)(6) are same patient).